Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An advocate from the (B)(6) stated her daughter received a blood glucose reading of 20mmol/l on the contour next link 2.4. The mother questioned the reading and retested on a contour xt and a 3rd meter. They produced readings of 8-10mmol/l. The difference between the readings falls in the c zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided, so report is submitted under the meter information. The country was advised to have the strips returned for evaluation. A new meter was sent to the customer.